Manufacturer narrative:
D10 concomitants: (B)(6) 02-020-11-0250 - truliant ps cem fem ps cem left sz 5; (B)(6) 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm; (B)(6) 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t; (B)(6) 200-02-38 - three peg patella 38mm; (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee will be revised. Initial procedure approximately 43 months ago. Patient stated they have gone through a lot after the surgery, and it took them 6 months to learn how to walk again.